Event description:
When medtronic burr hole cover package opened, the surgical technician found a piece of hair in the pack.this was a disposable device from medtronic. This was noted upon opening the package by circulator. There was no potential for contamination to patient or sterile field.